Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that high pacing threshold and patient discomfort were observed. Lead was explanted and replaced when repositioning was unsuccessful. Patients condition was fine after the event.